Event description:
Philips received a complaint from customer biomedical engineer (bme) reporting air flow issues on the v60ventilator. The device was not in clinical use. There was no report of patient harm or impact. The device service usage was restricted. A philips remote service engineer (rse) evaluated the issue with the bme and reported the sound of air leakage coming from the o2 filter on the side of the air and o2 flow sensor when attached to an o2 source. The bme had recently replaced the air/o2 flow sensor. The bme confirmed the wall o2 source measured 50 pounds per square inch (psi), which is in the proper range for the v60 ventilator. The rse advised the bme to confirm the o2 solenoid and data acquisition board were installed correctly onto the flow sensor assembly. The bme verified the gas delivery system (gds) was assembled correctly. The rse advised customer of other possible causes for the internal leak. The rse informed the bme the gds is comprised of 3 parts: flow sensor assembly; data acquisition board; and o2 solenoid valve. With continued diagnostic activity, the bme identified the cause of the issue being improper installation of the o2 solenoid valve. The biomedical engineer (bme) called back for further assistance. A philips remote service engineer (rse) reported the bme stated the device had been returned to the bm department by respiratory therapy. The bme was not certain the device was properly tested prior to returning to service. Multiple attempts were made to clarify if the device had been returned to patient use with no response from the customer and therefore cannot be determined. With further inspection, the bme found the o2 filter cap gasket was missing. The rse oriented the bme on where the gasket should be and the bme confirmed it was missing. It is unknown how the gasket came to be missing considering the recent service actions. However, the customer had a gasket onsite and installed it. The o2 no longer leaked past the o2 filter cap.